Event description:
It was reported that high impedance was observed during interrogation and diagnostics of the patient's vns. Follow up with the physician's office revealed that the physician did not know of any trauma or patient manipulation that could have contributed to the high impedance. No relevant surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery due to the high impedance. The vns generator diagnostics showed high impedance prior to the surgery. The generator was replaced and diagnostics on the new vns generator had the result of high impedance, which led to the vns lead being replaced as well. It was reported that the surgeon did not observe any visible deformities to the lead and that no products would be returned to the manufacturer.